Event description:
It was reported to philips that a shock equipment malfunction was observed. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
It was reported to philips that a shock equipment malfunction was observed. There was no reported patient or user involvement and no adverse patient/user impact. The root cause of the issue could not be determined as no additional information was received from the customer after multiple attempts.